Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
(B)(4) any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection the subject device was return for evaluation. As received, "customer report that lid of the valve jar was "already loose" was not confirmed. As received, the valve jar was in opened shelf box packaging and was not sealed within its shrink wrapping on the jar lid. The valve jar was fully screwed on the jar threading with no visible inconsistencies observed. Glutaraldehyde solution is visible in approximately 4/5 of the valve jar. Brown glutaraldehyde residue was visible inside jar lid threads. Valve was not returned." The root cause of this event cannot be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 3300tfx pericardial valve was opened by a nurse. While the nurse was opening the lid it was noticed that the lid was already loose. There was no evidence of tampering and the shrink wrap was present on the jar lid and the shelf box was sealed. The surgeon decided to discard the valve and implant an 11500a valve instead. The 25mm 3300tfx valve did not make contact with the patient. Per additional received information, the tamper seal tag on the shelf box was not breached prior to use and there was no evidence of moisture on or in the shelf box. There was no allegation of malfunction against the 25mm 3300tfx valve itself.